Event description:
During follow-up, noise episodes were noted on the right atrial (ra) and right ventricular (rv) leads. The leads were explanted and during revision, insulation damage was noted on the ra and rv leads. The patient was in stable condition. Related manufacturer report number: 2017865-2017-04986.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed an optim sheath abrasion consistent with friction to the device can in one location proximal to the suture sleeve tie impression with no damage noted to the silicone insulation beneath. All other damage noted to lead body was consistent with that occurring at time of explant.